Manufacturer narrative:
(B) (4). The ipg was functionally ok. The alleged complaint could not be duplicated; the ins functioned properly throughout the analysis testing. The ins was received with no groups or programs set. There was good stable output on every electrode pair referenced to the #0 electrode at the lead configuration that the device had when it was reset. No memory errors found.

Event description:
This event has been reported in manufacturer report #3004209178200909442. An error message was seen on the patient programmer, code error 574. The device was interrogated by the physician and was found to have been reset. The implantable neurostimulator was reinitialized after the telemetry error. Therapy effects did not resume after reprogramming. The device system was revised. The implantable neurostimulator was replaced. Afterward everything was 'ok'. Therapy was giving good results, similar to before the telemetry error event.